Event description:
It was reported that during a partial gastrectomy procedure, on the third firing, the staples were mangled and deformed. It was reported how the case was completed. There was no reported pt consequence.